Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received iwth a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported via phone call that they had a compromised force sensor system alarm on the insulin pump. Customer also reported insulin was squirting out during a manual prime. The customer stated they did not drop or bump the insulin pump. The customer also stated the drive support cap did not appear to be damaged. Customer's blood glucose was unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.